Manufacturer narrative:
(B)(4). Date sent: 04/18/2016. (B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? How was the procedure completed? The analysis found that one psee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr60w cartridge loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a left ventricular assist device placement, the device "was closed and would not open back up." It is unknown how the procedure was completed. There was no harm or injury to the patient.